Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sepsis ('sepsis') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary retention, kidney infection, diarrhea, vomiting, constipation, back pain, pubic pain, kidney stones, nocturia, urinary frequency, urine output decreased, dvt, embolism pulmonary, abdominal operation, inflammatory bowel disease, rectocele, menses irregular, vaginal prolapse, cystocele, depression and hypokalemia. MRI on (B)(6) 2014. Previously administered products included for an unreported indication: bactrim, temazepam, morphine and progesterone pills. Concurrent conditions included difficulty in micturition, menses painful, shortness of breath, cough, hypoxia, fever, leukocytosis, anxiety, insomnia, anemia, arthritis and underweight. Concomitant products included clonazepam, diazepam, enoxaparin sodium (lovenox hp), escitalopram, hydromorphone, ibuprofen, metronidazole (metropill), oxycodone, paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced sepsis (seriousness criteria hospitalization and medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the sepsis, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, sepsis and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: previously confirmation test added, now it is reported as essure confirmation test(s) conducted, specify: no discrepancy noted as removal date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: 1, satisfactory placement of each essure insert 2 satisfactory occlusion of each fallopian tube 3. Limited visualization of the uterine cavity because of retroverted position.. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. New event added: sepsis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and sepsis ('sepsis') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary retention, kidney infection, diarrhea, vomiting, constipation, back pain, pubic pain, kidney stones, nocturia, urinary frequency, urine output decreased, dvt, embolism pulmonary, abdominal operation, inflammatory bowel disease, rectocele, menses irregular, vaginal prolapse, cystocele, depression and hypokalemia. MRI on (B)(6) 2014. Previously administered products included for an unreported indication: bactrim, temazepam, morphine and progesterone pills. Concurrent conditions included difficulty in micturition, menses painful, shortness of breath, cough, hypoxia, fever, leukocytosis, anxiety, insomnia, anemia, arthritis and underweight. Concomitant products included clonazepam, diazepam, enoxaparin sodium (lovenox hp), escitalopram, hydromorphone, ibuprofen, metronidazole (metropill), oxycodone, paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced sepsis (seriousness criteria hospitalization and medically significant), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the sepsis, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, sepsis and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: previously confirmation test added, now it is reported as essure confirmation test(s) conducted, specify: no discrepancy noted as removal date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: 1, satisfactory placement of each essure insert 2 satisfactory occlusion of each fallopian tube 3. Limited visualization of the uterine cavity because of retroverted position.. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary retention, kidney infection, diarrhea, vomiting, constipation, back pain, pubic pain, kidney stones, nocturia, urinary frequency, urine output decreased, dvt, embolism pulmonary, abdominal operation, inflammatory bowel disease, rectocele, menses irregular, vaginal prolapse, cystocele, depression and hypokalemia. MRI on (B)(6) 2014. Previously administered products included for an unreported indication: bactrim, temazepam, morphine and progesterone pills. Concurrent conditions included difficulty in micturition, menses painful, shortness of breath, cough, hypoxia, fever, leukocytosis, anxiety, insomnia, anemia and arthritis. Concomitant products included clonazepam, diazepam, enoxaparin sodium (lovenox hp), escitalopram, hydromorphone, ibuprofen, metronidazole (metropill), oxycodone, paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 14 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: previously confirmation test added, now it is reported as essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45.3 kgs. Hysterosalpingogram - on (B)(6) 2014: 1, satisfactory placement of each essure insert 2 satisfactory occlusion of each fallopian tube 3. Limited visualization of the uterine cavity because of retroverted position.. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Outcome for pelvic pain and abdominal pain was updated to recovered/resolved. New reporter, concomitant condition and drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.